Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due the device not working for a few years. During the ipp explant, the physician found that the right cylinder was punctured and suspects that it was due to the patient applying too much pressure. There were no patient complications reported.